Event description:
The user reported that the catheter luer disconnected from the catheter. The device was repaired. The patient presented with peritonitis and was treated successfully with antibiotics. No lot number has been provided. Date of event is an estimate, exact day in march was not provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Implant date was an estimate, exact day of implantation in (B)(6) 2012 was not provided. Since the lot number was not provided, the device history record and complaint database search could not be performed. A follow up report will be submitted if additional information becomes available.